Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that multiple driveline fault alarms were noticed in the system controller history. The patient denied audible alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was evaluated due to the reported event of no audible alarms occurring in regard to multiple driveline fault alarms being observed in the alarm history. The system controller was not returned for analysis, and the provided log files captured several intermittent driveline fault alarms that will be addressed via the pump¿s investigation. System controller pcx-21963 was confirmed to have primary software version 7.29 which prevents the controller from audibly alarming with a driveline fault alarm; per design, these alarms will only display as a text banner on the system monitor/heartmate touch as outlined in the heartmate ii instructions for use. The root cause of the reported event could not be correlated to an issue with the system controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii lvas instructions for use (section 7 ¿alarms & troubleshooting¿) instructs users that driveline fault alarms will only display as a text banner on the system monitor / heartmate touch when active and that there will be no audible alarm. Users are instructed to contact abbott to determine the best next steps in the case of a driveline fault alarm. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.